Event description:
During the atrial fibrillation procedure, a blood leak occurred from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. Air movement into the patient was not identified. No additional venipuncture was performed due to sheath replacement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.